Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that water tightness was lost due to deformation of the right/left and up/down knobs. It was also noted that the bending angle in the up/down/right/left directions did not meet standard value due to wear of the angle wire. The dots were smudged and connected on the water detection sticker. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is presumed that the suggested event occurred by conduction failure caused by fluid invasion on the scope connector. However, a root cause could not be identified. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: chapter 3 preparation and inspection: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to the distributor, that the evis lucera elite colonovideoscope had an e315 scope communication error. The issue was found during inspection for use for a diagnostic colonoscopy and it was completed with the same device. There was no patient harm or user injury reported.